Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5.5mm to obtain occlusion. The physician then inserted a bx velocity stent delivery system and placed the stent. The physician noticed on the fluoroscope that the balloon was no longer inflated. The physician removed the stent delivery system and was unable to aspirate the vessel. The physician then removed the device from the pt. The pt is reported to be fine.